Event description:
It was reported the patient had jolts to their vaginal area. It was noted reprogramming occurred on (B)(6) 2014. It was noted one day prior to reprogramming, the stimulation had turned off on its own and they didn¿t turn it back on until the day of reprogramming. It was noted they had a temporary discontinuation of stimulation. They had an undesirable change in stimulation and the patient recovered without sequelae 9 days prior to report. (B)(6) 2014 clinical update: no new information, meddra codes updated.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-33, lot# v581929, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).